Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the centrifugal pump was running at 2700 rpms (revolution per minutes) but was not flowing blood. No consequences or impact to patient. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 8, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4114, 3221, 4315). Method code: 4114 - device not returned, results code: 3221 - no findings available, conclusions code: 4315 - cause not established. The affected device was not returned for evaluation and product lot information was not provided, a thorough investigation could not be performed and an actual root cause can not be determined. Additional information was received from the user facility stating that there was no problem with terumo devices, the problem was a bent cannula that was resolved at the surgical field. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.